Event description:
It was reported that the external pulse generator intermittently stopped capturing. The generator was returned for service. It was indicated that there was no patient involvement associated with the event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).